Event description:
Pt underwent 9 hour liver/kidney transplant surgery. Energy transfer pads applied to pt's back, using 38 degree c water throughout procedure. Nursing staff used an IV compression bag as a pt positioning device. (Medivance labeling cautions against the use of firm positioning devices under the pads.) Two days post-surgery a skin lesion was noted on the lower mid-back, described as 7x6 inches in size, pink-red in color with raised edges and small blisters. Report from hosp noted that intervention was required, but no further info was provided.